Event description:
It was reported that the "pcus randomly become unresponsive. Wireless indicator light goes away then suddenly pcu will reconnect to server on its own." Per report, "the customer doesn't believe the pcus are at fault nor a wireless issue because the pcus remain connected to the wireless and they can ping the devices. Pcus will just randomly disconnect from the server, while still connected to the wireless, and then randomly reconnect." There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of that "pcus randomly become unresponsive¿ was not confirmed during the investigation. During the review of the logs, error code 600.6840.5 (cib connect failed) was found. This error is only reflected in the logs and does not affect the overall operation of the alaris system. The review of the error logs for the suspect pcus identified a log-only malfunction of error code 600.6840.5 (cib connect failed). The most recent events occurred on (B)(6) 2024, in the pcu sn (B)(6), on (B)(6) in pcus sn (B)(6), on (B)(6), in the pcu sn (B)(6), and finally on (B)(6) in the pcu sn (B)(6). The suspect pcus received was submitted to preventive maintenance. All devices successfully completed the tests except for pcu sn (B)(6), which failed the iui connector test. The right iui was provisionally replaced, and it successfully passed the preventive maintenance. Per alaris technical service manual v9.33, the system monitors and logs ¿log only¿ events, which do not affect the overall operation of the alaris system. These non-malfunction events are logged for tracking. All error events that end with a value of 5 or 5.5 fall into the log only category (for example, 100.6075 or 100.6075.5). A soft-fault error code cannot happen in post and in this case, the subcode is defined as the domain that logged the fault. Per alaris system iui inspection tip sheet, inspection of iui connectors is required. Damaged iui connectors can result in incorrect device operation. Use of a damaged device can result in patient harm do not return the device to patient use if there are cracks, surface contaminants, discoloration or other damage to iui connectors. Use of devices with damaged iui connectors can result in patient harm. Send all damaged devices to biomedical engineering for repair. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the pcu was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause of the 'pcus randomly becoming unresponsive' could not be confirmed. During the review of the logs, error code 600.6840.5 (cib connect failed) was found. This error is only reflected in the logs and does not affect the overall operation of the alaris system. Note that this report lists imdrf annex a1801, a040502, a0401, c0601, c07, d15, d01, g04037, g02005, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the "pcus randomly become unresponsive. Wireless indicator light goes away then suddenly pcu will reconnect to server on its own." Per report, "the customer doesn't believe the pcus are at fault nor a wireless issue because the pcus remain connected to the wireless and they can ping the devices. Pcus will just randomly disconnect from the server, while still connected to the wireless, and then randomly reconnect." There was no patient involvement.